Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 10 mlsyringe had leakage at the luer connection. The following information was provided by the initial reporter: material # unknown. Batch # unknown. Verbatim: rcc received a complaint via email. Customer (doctor) uses 10-ml bd luer-lok syringes (sterile, single use) to inject patients for pain management as he is an interventional pain management doctor. I was having a procedure done where contrast dye was injected for an MRI scan (which seemed to include many different injections of all I do not know but most likely numbing, pain management, the dye). I mentioned that I worked for bd as I noticed I was cleaned with chlorohexidine. While having the injections done on me, he showed me the bd syringe and mentioned that the 10-ml syringes often leak on him at the luer lok, but he only has issue with the 10-ml ones. Other sizes have not caused him issue. During my procedure he said it did not leak.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.